Event description:
It was reported by the aci sales professional that a female patient in her (B)(6)'s underwent an unknown diagnostic catheterization procedure on an unknown date. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. It was reported that the physician shuttled down and when he retracted the sheath to expose the advancer tube, he experienced difficulty pulling the sheath back to the handle. Repeated attempts to detach the device were unsuccessful. The physician deflated the balloon, removed the device and converted the patient to 10 minutes of manual compression. Successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was separated from the handle. When the shuttle cartridge was retracted,a slight resistance was felt, however the advancer tube was able to be advanced to the proximal tamp lock. Based on the information received and the investigation performed, the probable cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1107404) indicated that the mynx lot met all established performance criteria prior to shipment.